Event description:
It was reported that the patient presented in the operating room for a normal device change out due to the elective replacement indicator. During the procedure, the surgeon noticed loss of capture so the patient was successfully paced via external pads. While the pocket was open, the surgeon noticed insulation abrasion and noted a fracture on the lead. There were no prior electrical anomalies. The lead was capped and a new lead was implanted. The patient was stable before, during, and after the procedure.